Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead tested with very high thresholds. The physician repositioned the lead but then the patient experienced diaphragmatic stimulation. Finally, the physician had to replace the lead with a different model to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4): the full lead was returned, analyzed and no anomalies were found. Electrical resistance and cross continuity test results were within specifications.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).